Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during a case the camera cart monitor cycled. The monitor did come back up and functioned as intended when rebooted. There was no patient impact reported and no delay to surgery.